Manufacturer narrative:
(B)(4). The reported event of inaccuracy can be confirmed based on the device evaluation. The surface registration at the end of the performed registration process observed that the registration points were located inside of the patients¿s head. Further the location of the distribution points were performed on the top of the head and on both sides instead of unique region e.g. The face which caused multiple possible calculations. It could be identified that the surface points were moved to get a optimal math result.

Event description:
It was reported that during a surgical procedure conducted at the healthcare facility the navigation system was inaccurate 2 to 3 mm superiorly. The procedure was completed successfully without a delay, medical intervention, or adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the healthcare facility the navigation system was inaccurate 2 to 3 mm superiorly. The procedure was completed successfully without a delay, medical intervention, or adverse consequences.